Manufacturer narrative:
The device was returned for evaluation. Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under a CAPA investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lock down. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to between 300 mg/dl and 350 mg/dl while wearing the pod for an unknown duration. The patient stated they could feel it was wet under the adhesive. The pod was removed, and a new pod was applied. After the pod change, the bg level decreased. The device evaluation found a tear in the cannula.